Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had metal debris coming from it. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The user facility reported that the device had metal debris coming from it. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.